Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd precisionglide¿ hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
DHR review found no quality notification found related with this failure. The sample of product were sent by the customer. It was possible to perform an investigation, confirming the failure and determine the probable root cause. The foreign matter failure, according to the sample, occurs with a kind of particle which can be contacted during some needle packing machine adjusting. This is an unusual failure. As the failure occurrence is considered unusual, recurrence is unlikely. CAPA is not necessary. The defect identified by this complaint will be monitored.

Event description:
It was reported with the use of the bd precisionglide hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.